Event description:
It was reported that there was noise and a drop in impedance on the right ventricular lead. Multiple non-sustained tachycardia episodes with short intervals were present. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Thirteen ventricular nonsustained tachycardia (nst) episodes of <=170 ms occurred between (B)(6) 2012, 13:15:32 and (B)(6) 2012, 19:49:53. A patient alert for lead failure predictor occurred on (B)(6) 2012, 14:42:47.